Manufacturer narrative:
Initial reporter: address not provided.

Event description:
Information was received that a smiths medical portex duraflex epidural catheter luer plug needle broke off inside of a patient. No additional adverse patient effects were reported.

Manufacturer narrative:
17 unused kitswere received in the box for evaluation. The actual compromised sample, mentioned in the complaint was not available for evaluation. All 17 unused samples were visually examined with unaided eye, no anomalies could be observed. The samples were found to be fully formed, without any visible defects and properly assembled. All 17 samples were then evaluated per incoming inspection specification for raw material catheter 20g-all noted to be within specification. The catheters were also tested for tensile strength, and percent elongation and all 17 samples met established specification for these as well. Based on the available evidence, the problem reported by the customer could not be confirmed, and the problem source could not be determined.